Event description:
It was reported that the (B)(4) power chair makes a squeaky sound while driving. Traced problem to hub on motor shaft not being tight. With original washers the hub is loose. Added another washer to make it tight.